Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: evaluation revealed that there was moisture behind display lens. The pump powers in accordance with normal operation. The keypad was found to be peeling. All keypad buttons responded appropriately. There was no contamination found under key contacts. The pump case cracked in upper right hand corner of the display area. Leak test shows leak at crack in pump case. Removed pump case, evidence of moisture contamination identified inside pump, on display flex and on keypad flex connector.